Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing; resulting in an inappropriate shock. As a result, the system was reprogrammed and the patient sent for x-ray imaging. The x-ray confirmed the rv lead had dislodged. During subsequent surgical intervention, the lead was replaced. No adverse patient effects were reported prior to, nor during, the replacement procedure. The lead is not intended to be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.